Manufacturer narrative:
The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with the ribbon fractured and protruding from the coil. The ribbon was fractured 0.5cm from the distal weld. The coil and core remained intact. There was one open coil directly next to the distal weld. The open coil exposed the fractured ribbon just behind the weld. There is a bend present 3cm from the distal weld, and another bend 21.5cm from the proximal weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The classification as reported is "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: during the preparation, after checking the farawave basket flower deployment, an attempt was made to pull the guidewire back, but it could not be moved at all. Since it was not possible to neither move forward nor pull back, the farawave and the guidewire were replaced. Physician comments: patient outcome: no patient injury infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. As reported device codes: 1346: difficult to remove. As reported patient codes: 9398: no clinical signs, symptoms or conditions.